Manufacturer narrative:
Manufacturing review: the lot number was not available. Therefore, a review of the manufacturing records was not performed. It unknown whether a potential manufacturing related issue may have caused the alleged failure. Investigation summary: based on the image provided a stent foreshortening could not be confirmed. The image documented the placed stent in the vessel but a strut pattern indicating stent foreshortening could not be identified. A stent length measurement was not possible due to missing adequate scaling information. The investigation will be closed with inconclusive result. No indication was found for a process related issue. Based on the information available and the evaluation of the photo provided, a definite root cause for the alleged stent foreshortening could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks, because the stent deployment procedure was found sufficiently described.

Event description:
It was reported that post stent deployment procedure intended for the lesion in the superior femoral artery by femoral approach, the stent allegedly foreshortened by 2cm. Reportedly, the procedure was completed without any additional stents. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified in this report. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post stent deployment procedure intended for the lesion in the superior femoral artery by femoral approach, the stent allegedly foreshortened by 2 cm. Reportedly, the procedure was completed without any additional stents. There was no reported patient injury.